Manufacturer narrative:
Date sent to the FDA: 09/07/2021. Additional information: additional information was requested, and the following was obtained: were there any patient consequences?- there were no patient consequences, they juts used another one. Was the procedure completed successfully?- yes it was procedure date? - date of procedure was (B)(6). Could you please provide photographs?- pictures are available and may have been sent to the relevant sales rep. They are being chased for this detail. However, sales rep responded that he did not receive any photos. The following information was requested, but unavailable: could you please confirm the device's availability for return? If available, please provide the device return status/follow up. Please clarify if the first suture broke into separate pieces or if the entire suture separated from the needle.- answers unknown. Did the needle in the second suture only bent or did it also broke?- answers unknown. Attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please follow up on photos availability that the customer stated in his responses "pictures are available and may have been sent to the relevant sales rep. They are being chased for this detail". 2. Please clarify if the first suture broke into separate pieces or if the entire suture separated from the needle. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/5/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: one picture was received for evaluation and as per the visual inspection it was observed an opened folder package and one needle of product code w9967. The picture was magnified and was observed that the suture was broken or cutted at the end of the needle. As with any device, care should be taken to avoid damage to the strand when handling. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qkmpqc and no non-conformances related to the reported complaint condition were identified. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if the first suture broke into separate pieces or if the entire suture separated from the needle. Did the needle in the second suture only bent or did it also broke? Were there any patient consequences? Was the procedure completed successfully? Procedure date? Could you please provide photographs? Could you please confirm the device's availability for return? If available, please provide the device return status/follow up.

Event description:
It was reported that a patient underwent a laparotomy on an unknown date and suture was used. During the procedure at closure, the suture snapped at the suture join. There were no adverse patient consequences reported. Additional information was requested.